Event description:
It was reported that the usb port of the pump appeared to be damaged as the customer experienced difficulty charging the pump battery. The customer's blood glucose level was around 160 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.